Manufacturer narrative:
The alleged complaint could not be confirmed. This patient was stated to have been revised due to stiffness approximately 50 months after the primary operation. The revised products were not returned for investigation. No radiographs or operative notes are available to evaluate component positioning. Review of the device history record for this lot indicates that this product met all acceptance criteria at the time of manufacturing. The current knee systems package insert (150806-2) lists "inadequate range of motion due to improper selection or positioning of components, periarticular calcification, flexion contracture" as a possible adverse effect of total knee arthroplasty. There were no trends identified per mpo trending procedures. No further conclusions can be drawn from the available information. This issue will continue to be monitored through complaint tracking.

Event description:
Allegedly, patient was revised due to stiffness. (B)(4). Side: l; primary asa: p2 - mild disease not incapacitating.